Event description:
Caller reported a malfunction on the pump without any notable events occurring prior. There was no reported adverse impact to the customer. Technical support assisted the caller by providing pump reset information, which resolved the malfunction code issue. Customer was informed to continue using the pump and to contact support if any further malfunctions occur.